Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mid left anterior descending artery. After deployment of the 3.0 x 12 mm xience prime stent at 12 atmospheres, a distal edge dissection was observed. A 3.0 x 15 mm xience prime stent was implanted to treat the dissection with a good final patient outcome. No additional information was provided.